Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula failed because it was observed to be pinched and stretched. The soft cannula was measured and found to be longer than the specification. The soft cannula was measured to be 1.131 inches. It could not be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. No other defects or damages noted. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose: 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 290 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Insulin was observed to be leaking out and the insertion site was found to be swollen and bruised after removal. A new pod was applied to treat the hyperglycemia.